Manufacturer narrative:
Additional information was received and according to the medical records, the patient history includes multiple deep venous thrombosis (dvt), with morbid obesity presurgical for bariatric surgery. An inferior venacavogram was done revealing the vena cava was widely patent and was a suitable caliber for a filter. The filter was deployed in the inferior vena cava below the level of the renal veins in excellent position at approximately the level of l2 to l3. There was no tilt to the catheter. Per the patient profile form (ppf), the patient reports perforation of the filter structs outside of the ivc, perforation of the struts into organs, and tilt. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, the fear that my filter has tilted within the vena cava and perforated outside of it. The lot number was updated: r0900292 as reported, the optease filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to perforation and tilt, that causes injury and damage to the patient. Per the medical records, an inferior venacavogram was done revealing the vena cava was widely patent and was a suitable caliber for a filter. The filter was deployed in the inferior vena cava below the level of the renal veins in excellent position at approximately the level of l2 to l3. There was no tilt to the catheter. Per the patient profile form (ppf), the patient reports perforation of the filter structs outside of the ivc, perforation of the struts into organs, and tilt. The patient further reports living with the anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section h4 of this report was updated to include the manufacturing date.

Manufacturer narrative:
As reported, the optease filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to perforation and tilt, that causes injury and damage to the patient. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the optease filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to perforation and tilt, that causes injury and damage to the patient.

Event description:
As reported by the legal brief, the optease filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to perforation and tilt, that causes injury and damage to the patient. According to the medical records, an inferior venacavogram was done revealing the vena cava was widely patent and was a suitable caliber for a filter. The filter was deployed in the inferior vena cava below the level of the renal veins in excellent position at approximately the level of l2 to l3. There was no tilt to the catheter. Per the patient profile form (ppf), the patient reports perforation of the filter structs outside of the ivc, perforation of the struts into organs, and tilt. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, the fear that my filter has tilted within the vena cava and perforated outside of it. According to the information received in the redacted amended patient profile form (ppf), the patient became aware of the reported events approximately nine years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the ivc filter, and fracture of the ivc filter, with fractured filter struts retained within the inferior vena cava. The patient further experienced anxiety.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of multiple deep vein thrombosis (dvt) and morbid obesity. The indication for the filter placement was reported to be as prophylaxis prior to gastric bypass surgery. The filter was implanted via the right common femoral vein and placed in an infrarenal position at the level of l2-l3. Approximately nine years and nine months after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with perforation of filter struts outside the inferior vena cava (ivc) and into organs. In addition, the fractured filter struts were reported to have been retained within the ivc. The patient further reported having experienced anxiety, mental anguish and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.